Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Thromboembolism is a known inherent risk of procedure and documented in the pipeline flex instruction for use. Per pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ reference (B)(4).

Event description:
Medtronic (covidien) received report that angiographic result immediately after pipeline flex placement showed no filling of the a1 segment of the anterior cerebral artery (aca). Abciximab was administered and flow was noted to have improved. The patient woke up fine post-procedure. There was no report of patient injury as a result of this event. The patient received the pipeline flex device to treat an unruptured, large saccular aneurysm in the left supraclinoid internal carotid artery (ica). The vessel was severely tortuous. There were no procedural difficulties reported.